Manufacturer narrative:
Through follow-ups, customer indicated that error code message of pressure regulation high, which is 25 cmh2o higher than the set limit. No previous history of this error. Customer checked for kinked internal tubing, checked flows and pressures, all ok. Customer ran unit all night with no further errors. Changed dirty filters and returned to service. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue could not be determined at this time due no failures were identified by customer.

Event description:
Customer reported that the unit went ventilator inoperative with error code message pressure regulation high. The customer reported that the device was in clinical use at the time the reported issue was discovered; but there was not harm to the patient or user. No patient information was provided.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit went ventilator inoperative with error code message pressure regulation high. The customer reported that the device was in clinical use at the time the reported issue was discovered; but there was not harm to the patient or user.